Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer changed infusion set tubing to address the issue. Additionally, it was reported that the pump was intermittently not annunciating audible tones for alarms. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. There was no adverse impact to the customer's blood glucose level.